Manufacturer narrative:
The model and serial number of the bed were requested but have not been provided. A photograph of the assist bar was provided, confirming that a plug button is missing from the end of the tubing. It is unknown how long the plug button had been missing from the assist bar prior to the alleged event. The assist bars were removed from the patient's bed following the incident. Since the plug button is missing from the assist bar, it is not available to be returned. There is no malfunction of the bar itself, so it will not be returned for evaluation. The underlying cause of the plug button falling out of the bar is undetermined. This failure mode was previously investigated, and as a preventative action, the following statement was added to the assist bar installation user manual: "to avoid death, injury or damage due to improper maintenance or inspection. Always maintain and inspect equipment per the instructions in this manual. Contact a qualified technician or invacare if any of the following issues are present: loose or missing parts such as end caps, knobs, bolts, screws etc., should be secured or replaced. Sharp edges or surfaces should be corrected or replaced." A design change was made to these assist bars in october 2017. The plastic plug button was replaced with a permanent steel cover, which is brazed onto the tube ends and buffed to create a smooth edge. The assist bar involved in this incident was manufactured prior to this change.

Event description:
An invacare sales representative reported that one of the plug buttons was missing from an ihcsbaas assist bar, which was being used on a bed in a facility. The maintenance director at the facility advised that a patient was transferring from the bed to a wheelchair when their lower leg was cut by the assist bar. A pressure dressing was applied, and the patient received sutures.